Event description:
Per complaint (B)(4), during post operative check patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report correction. Updated section b4 for report submission date and d4 for device information. Updated g1-g2 for follow-up report submitter, g7 for report type and follow-up number.. Corrected d4, lot number is corrected to "unknown".

Manufacturer narrative:
Follow-up submitted to report device evaluation.